Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that the display did not returned after insertion of new battery. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify battery out limit alarm due to cracked bleeding lcd.